Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarms with no delivery after every bolus. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The customer mentioned that his previous cannula was bent. Troubleshooting was initiated for the no delivery. A prime was successfully performed. The customer then replaced the battery in his pump since he received an off no power alarm afterward. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.